Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it just turned off and then shocked her. The patient reported that the rep turned it off and on with her system. The patient reported that the shocking and stimulation not being as strong seemed to be better. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's neurostimulator (ins) that was implanted for non-malignant pain and failed back surgery syndrome. It was reported that patient typically shuts off her stim to charge her ins. Patient had one event in the past 2 weeks when she turned stim back on after charging ins and felt a strong shock throughout her whole body. It only stopped once the patient shut off stim. Patient then waited for a while and then turned stim back on and did not experience the shocking. Patient's target stim area is in cervical area on right side though programming has been done on both right and left side. Patient has both 3998 lead and 1x8, but it's not clear how these are actually positioned per caller. No falls or trauma was reported. Impedance on left lead is in the 400's and right lead are between 1200-1500 ohms. It was reviewed that impedance on left lead are a little lower than we expected, but not clear short circuits. Patient also mentioned that her stim was not as strong as it used be and that patient did increase her stim up a "wee little bit" but therapy isstill in the same target area. The following general troubleshooting steps were reviewed: monitoring patient for further shocking in case these events start to occur more often and monitor for any changes in therapy. Option for caller to extend ss time to 8 seconds. Patient manually lower stim before turning stim on. Both issues, shock and stim not as strong, were noticed about 2 weeks prior to the date of call. An exact date was not provided. No further complications were reported/anticipated.